Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with failure code 38; this condition had the potential to interrupt delivery. This condition was reported to be found in the medicine area. It is unknown when this event occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was confirmed during product evaluation. Service found the alarm was due to a malfunction in the tube misloading detection circuitry from a defective fsrl2. However, the device was returned unrepaired. Additional information: a service history review revealed that this device was previously serviced for the reported condition; the fsr's were replaced during previous service.